Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information and product received. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The implant was received on (B)(6) 2019 with the decontamination form. Only the mobile insert, the superior and inferior vertebral endplates of the mobi-c p&f us implant were received on (B)(6) 2019. The screw and peek jaws were not received. It was reported on (B)(6) 2019 that from what the reporter remembered only insert was sent not the screw. Westminster confirmed on (B)(6) 2019 that the peek cartridge and the screw were not received upon reception of the product. It was confirmed by the project manager that the mobile insert, the superior and inferior vertebral endplates are conform. Yet, it was confirmed by the project manager the different parts of the returned product does not bring any additional information concerning the reported event. Only peek cartridges could have shown whether or not a rotational movement was done during the surgery. Indeed, marks on jaws are typical of some rotational movements of the prosthesis on the jaws, causing its disassembly. Consequently, the product visual examination does not shed any new light on the investigation of this complaint as it does not permit to precise the cause of the reported event. From the information provided based on the zper, the product history records, the review of the case with the project manager, the recurrence of this type of event for this product and after having performed the product evaluation, the investigation found the cause is a user error. Indeed, as reported, the surgeon observed that the implant turned after removing the peek cartridge. With information provided, it seems that surgical technique was not followed. Indeed, it is clearly stated in the surgical technique : -to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion (step 11: device insertion). -the removal of the cartridge screw releases the peek cartridge, allowing the implant inserter to be disengaged from the cartridge. Carefully remove the implant inserter in a straight line. Take care not to move the implant.(step 13 : implant inserter removal). - using the extraction forceps (mb9075r), grasp the proximal ends of the two piece peek cartridge at the side notches. Take care not to move the implant (step 14 : peek cartridge removal). Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). The investigation found no evidence of a device issue. Root cause: user error.

Event description:
Mobi-c p&f us : implant turned after implantation, position incorrect. According to the reporter: mobi-c implant 13x15x6 was implanted into c6/c7 of patient. The surgeon advised implant turned when implanted (malfunctioned) causing to implant not to function properly. No harm to the patient. Delay not sup to 30 min. Additional information received from reporter on (B)(6) 2018: the patient is doing fine and still recovering from surgery under the care of the surgeon. The depth stop was set at zero. The surgical technique was followed when implant was loaded on the inserter. The disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis, not anything out of the normal circumstances. The reporter did not know if the prosthesis was inserted with an angle or if there was a rotational move, the reporter was however at the foot of the operating table to confirm inserter angle was at the proper 90 degree¿s per surgical technique. There were no differences in surgical technique between the 1st and 2nd implant. No per-, pre- and post-op x-ray images are available. The mobi-c no touch level was not used. The mobi-c distraction forceps were used. According to the reporter¿s knowledge the peek jaws were released properly. Additional information received from reporter on (B)(6) 2019: from what the reporter could remember the surgeon observed that the implant turned after the peek cartridge was removed. The reporter believed that the surgeon observed that the implant turned through fluoroscopy. The reporter did not know which plate turned. From what the reporter remembered, the surgeon tried to reposition the implant. The reporter could not recall whether or not a disassembly of the implant happened. The surgeon used fluoroscopy during insertion. Additional information received from the surgeon on (B)(6) 2019: the surgeon observed that the implant turned after removing the peek cartridge. The surgeon observed that the implant turned via microscope and x-ray. The surgeon believed it was the inferior endplate that turned. The bottom endplate twisted after peek removal, secondary tamp could not provide acceptable placement. No pre-, per- and post-op x-ray images were saved. The surgeon tried to reposition the implant with secondary tamp without acceptable result. Removal of implant and placement of a new implant occurred with acceptable result it is unsure whether or not a disassembly of the implant happened. The surgeon used fluoroscopy.

Manufacturer narrative:
A complaint of a mobi-c disassembly that occured on the (B)(6) during a c6/7 surgery. The incident occured during insertion and the surgeon said that the implant turned causing it to malfunction. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Its important to highlight that the product was not returned to manufacturer , if it return and it analysis may impact the result of this investigation another report will be sent. From the information provided by the reporter the surgeon did not use the inster level. Seeing how the groove of the implant should be aligned with the midline and in order to verify the correct position of the implant the inserter level is an important instrument for the implant trajectory verification. Yet the surgeon did not use it. Moreover the reporter does not know if there was a rotational move or the device was implanted with an angle or not. Following the surgical technique guide, step 10 "verify insertion trajectory". From information provided, based on the product history records, the recurrence of this type of event for this instrument , it was assessed that the cause of the event is a mishandling during implant positioning where the surgeon did not use a very crucial instrument the inserter level which ensures the correct penetration of the device in the right angle. The investigation found no evidence to indicate device issue. Root cause : mishandling during implant positioning ( a trajectory instrument was not used) not returned.

Event description:
Mobi-c p&f us : implant turned after implantation, position incorrect. A complaint of a mobi-c disassembly that occured on the (B)(6) during a c6/7 surgery was filed by (B)(6) (sales representative). The incident occured during insertion and the surgeon said that the implant turned causing it to malfunction following questions asked to the reporter, additional information was received from the reporter by email on (B)(6) 2018 that the patient is healthy, that there was no delay in the procedure that exceeded 30 minutes. The surgical technique was followed (depth stop was set to 0) while inserting and there was no resistance encountered while inserting the prothesis. He added that the mobi-c forceps were used and the peek cartridges were released properly but the mobi-c level was not used. He also said that the patient is doing well and is recovering from the surgery under the care of the surgeon. He could not provide any images or x-rays.